Event description:
Sutter imaging lab MRI (magnetic resonance imaging) shook so much I passed out the nurse did not believe me. After a few minutes on. First entry of MRI they pulled me out because the headset was not connected, they had stuffed a bunch of blankets around my ears but no cushion. I have severe neck injury and they did not use proper procedure. I do think there was also something wrong with this machine since I have been in the head MRI previously and not encountered this severe of shaking. Since the nurse nor the tech believed me, they were more considering how I got home and then instructing me to ER of which the nurse was on and off present during this interaction. I¿m concerned for the safety of others who enter this machine since this staff did not take me seriously, I did go to ER (emergency room) and waited for the tremors to stop before leaving the hospital. I called them this morning to get the name of the tech and nurse she said she would call back but never did symbiotic with sutter employees refusing names of employees who are in question and refusing last names. Typical for syncope but machine was shaking so much was unusual.